Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head and metal pin fall off in mouth; brush head came apart in mouth [device breakage]. No adverse event [no adverse event]. Case description: (B)(4). A male consumer, age unspecified, reported via phone on (B)(6) 2016 that while he used an oral-b rechargeable toothbrush, version unknown that morning, the oral-b brushhead, version unknown along with the metal pin fell off in his mouth. He described the product type as "oral b pack of 2," and he had previously used this exact variant. No symptoms developed. On 21-jun-2016 received consumer's follow-up e-mail: the consumer reported the oral-b brush head came apart in his mouth. Picture submitted with the consumer's e-mail identified the product as oral-b precision clean brushheads pack of 4. No symptoms developed.